Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. This confirms the customer reported event. Additionally, further inspection identified a broken conductor wire at the proximal clevis hole. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found near the base of the grip tips. The broken conductor wire is not adjacent to the thermal damage found. Components adjacent to the broken conductor wire show damage which may indicate potential mishandling or misuse of the instrument. The grip cable is broken at the affected adjacent component. Furthermore, the instrument was found to have charring and/or localized melting on the outer surface of the bipolar yaw pulley at the base of both grip tips. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument was allegedly not working. Instrument was only marking the tissue, making it impossible to carry out the surgical task. The procedure was completed using a backup instrument with no reported injury.